Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump alarmed unexpected restart and loss of memory after the battery change due to a faulty component on the interface board. The pump was received with a cracked reservoir tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms. Customer reported that alarm was received after each battery change and time and date would need to be reset. Customer also stated that insulin pump was not stored for an extended period of time. Customer's blood glucose was unknown. Customer was advised to monitor insulin pump and call back should issue persist.